Event description:
Consumer stated that their son was brushing his teeth with the toothbrush when bristles came out of the brush head. The son swallowed bristles so they went to the ER. This was the first time the son used toothbrush. Son told mother he swallowed some bristles. Customer inspected brush head and discovered bristles are missing.